Event description:
It was reported that a collimator fell. No injury was reported. The concern is for serious injury.

Manufacturer narrative:
Investigation is ongoing. The device was repaired and returned.